Manufacturer narrative:
Upon receipt, the proximal fragment of the lead at 18 cm distal to the is-1 connector pin was analyzed. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The returned lead fragment was visually, electrically and mechanically analyzed. The visual inspection revealed 2 cm distal of the is-1 connector pin deformations of the ring electrode which occurred most likely during the explantation procedure. Furthermore, 14 cm distal of the is-1 connector pin, cuttings in the insulation were found, which occurred also most likely during surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This system was returned without documentation from an unknown source. Per biosmart, the patient expired on (B)(4) 2014 but the cause of death is unknown. The patient's following physician had no additional information. Should additional information be received, this file will be updated.